Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient in the lips and above the lips with juvéderm® volbella® xc. About 4 months later, the patient experienced ¿tender, non-eryth. Nodules above lips and upper lips.¿ about a week later, the patient was treated with benadryl® and hyaluronidase. About a week and a half later, the patient experienced new nodules in the lower lips. The patient was treated with kenalog and hyaluronidase on the same day. The patient was treated 3 additional times with kenalog and hyaluronidase within a week. The symptoms have nearly resolved.